Event description:
The user facility reported to (B)(4) medical employee (B)(4) on (B)(6) 2012, that the power takeoff on their 02 flowmeter came loose when disconnecting the vent hose. The power takeoff flew across the room and a gust of oxygen (50 psi) from the outlet hit the tech in the ear, causing temporary hearing loss (the tech filed a complaint with the hospital).

Manufacturer narrative:
The oxygen flowmeter with a diameter index safety system (diss) power outlet fitting is intended to allow the user to connect a peripheral hose to obtain line pressure for other medical devices that the user may choose to connect to the diss outlet. Per a follow-up telephone conversation on (B)(4) 2013 with an (B)(4) medical corporation engineer and the (B)(6) hospital, the following was noted by the risk manager: that the check diss outlet would come off the extension when they unscrewed the hose attached to the outlet. A preliminary investigation indicated that the diss fitting may loosen from the outlet extension when the user attempts to disconnect a hose from the diss fitting.